Manufacturer narrative:
As a result of the review, this repair report identifies the malfunction as a worst case failure that may have triggered "video endoscope system is down during a procedure". However, because there is little information available on the underlying event which led to the repair, the company was unaware of the failure actually occurring. Therefore, this MDR is being submitted in an abundance of caution as a part of a retrospective review and remediation effort focused on service and repair records. No known patient injury or death resulted from this event.

Event description:
This MDR is being submitted in an abundance of caution as a part of a retrospective review and remediation effort focused on service and repair records. No known patient injury or death resulted from this event.